Event description:
In 1987-88 patient received a breast implant. Beginning 1990, patient began complaining of problem with breast pain. Physician felt implants needed to be removed. On july 1, 1993, right and left breast implant was removed in operating room secondary to continued complaints. Left breast implant was ruptured according to physician. No analysis of implant necessary. Visual inspection revealed problemdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.